Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: 2015-11-30, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-sep-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). Less of effective therapy was reported. Patient no longer had good coverage of his back. Patient claimed that he had fallen recently. Rep tried to program system for back coverage, could not achieve it. Impedances were normal. The issue was not resolved at the time of the event. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that the patient was meeting with the hcp to get an x-ray to rule out lead migration. It was reported the physician may elect to revise leads if they have migrated. Additional information was received from the rep who reported no x-ray has been performed. Additional information was received from the manufacturer's representative. It was reported the rep met with the patient to discuss loss of therapy and it did show on an x-ray that one lead had migrated down about 3 electrodes. The rep tried reprogramming for coverage again but with mild success.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient had a fall because his leg was numb and after falling they found the wires for the stimulator have moved. Caller states he is now getting about half the relief he was getting before. Caller states they will have to go in and redo the wires. Patient was having an MRI to check the back to make sure there are no other issues. MRI guidelines were reviewed with the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient indicated something was going funny about it about 6 months ago, he previously taking a couple of spills, fallen down but did not notice anything wrong with it after the falls. Patient noted he did not notice anything wrong with him until he had a double hernia surgery done, then he took a fall then he really noticed a difference a month or 2 after surgery. Patient mentioned he had 3 different people (rep) try to program it, finally they said let take an x-ray which was done about a month ago and they notice wire had slipped. Patient stated they were trying to reprogram with 3 different representatives. No patient symptoms were reported. No further complications were reported.